Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy. The user shuttled down the device, but the internal stylet was not exposed. Hemostasis was achieved using manual compression. There was no reported patient injury. The deployer was mynx certified. A 5f cordis sheath was used. The femoral vessel¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer's insertion angle between 30¿45 degrees. The device was used in an arterial vessel. The vessel diameter was confirmed to be greater than or equal to 5 mm, and severe vessel tortuosity was observed. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy. The user shuttled down the device, but the internal stylet was not exposed. Hemostasis was achieved using manual compression. There was no reported patient injury. The deployer was mynx certified. A 5f cordis sheath was used. The femoral vessel¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer's insertion angle between 30¿45 degrees. The device was used in an arterial vessel. The vessel diameter was confirmed to be greater than or equal to 5 mm, and severe vessel tortuosity was observed. Other procedural details were requested but were not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed in the open position, with a cordis mynx syringe detached from the unit. Additionally, a 5f cordis avanti catheter sheath introducer (csi) was returned partially inserted on the device. Only a small portion of the sealant was returned for evaluation and was found on the catheter shaft, while the advancer tube was observed in an exposed condition. The sealant sleeve was fully retracted, and the balloon did not present any abnormal condition. Per functional analysis, an inflation/deflation test was successfully performed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, because only a small portion of the sealant was returned and the advancer tube was received in an exposed condition, a full deployment simulation could not be performed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube and sealant were deployed on the catheter. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported, especially since the device was received with advancer tube engaged on the catheter with the sealant deployed. However, access site vessel characteristics (reported to have severe vessel tortuosity) along procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure reported could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.